Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced stimulation which was unable to be programmed around. The left ventricular (lv) lead was programmed off and remains in the patient. No further patient complications have been reported as a result of this event.